Event description:
The customer reported that during a patient event where the patient was being transferred from the ICU to radiology and only being monitored, their device started smoking. Once the staff observed this issue, they immediately deployed a back-up device and continued monitoring the patient. There was no adverse effect caused to the patient as a result of this reported issue. After the patient event, during testing, it was observed that the device would not power on correctly and only show a blank screen. The customer also stated when the power button was pressed and held, the device would power off; however when the power button was released, the device would then power back to the same blank screen where the device is not functional.

Manufacturer narrative:
The customer advised physio-control that they have decided not to repair the device and have removed it from service. The device will not be returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.